Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to experiencing a high blood glucose (bg) level of 789 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the ER 1 day later with no permanent damage. The cause of the reported issue was unknown.